Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, after surgical port placement, the system was initialized; however, the illuminator could not be activated. The vision side cart (vsc) prompted error code 48245. The customer performed a system power cycle and reseated the lamp module but the issue persisted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon elected to convert the procedure to laparoscopic surgery. There was no patient harm due to the procedure conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue identifying a faulty illuminator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has not received the replaced illuminator involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the illuminator to resolve the reported issue. The illuminator has been returned and evaluated by the failure analysis team. The illuminator was installed into a test system and failed with an error 48245 with "lamp did not ignite".

Event description:
Refer to h11 for follow-up information.